Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue began on an unspecified date in (B)(6) 2010 after the subject meter was dropped. The patient informed the csr that she was testing her blood glucose eight times a day and managing her diabetes with oral medication (metformin). Despite the alleged power issue, the patient claimed she continued to take her oral medication as usual. On an unspecified date, after the issue began, the patient reported feeling tired, drowsy and developed headaches. Approximately 5 days after the onset of symptoms, the patient reported she was hospitalized. The patient confirmed her blood glucose was tested with a hospital meter at her arrival; however, she was unable to recall the result. The patient stated she was treated with insulin (type and dose unknown). No changes were made to the patient's oral diabetes management as a result of hospitalization. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. It was confirmed that the patient was using the correct test strips. The power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged power issue began.